Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis and renal failure, with blood glucose levels greater than 600 mg/dl. The customer was calling from the hospital, and stated that she would not be released until her insulin pump was replaced. Advised the customer that the insulin pump would be replaced per that request. Nothing further was reported.